Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. On an unknown date, the patient experienced chest pain and cardiac arrest. It was reported that the patient passed away at home. The cause of death was reported as due to peritonitis and cardiac arrest. It was reported that an autopsy was not performed. The patient was not recovered from peritonitis prior to death. Pd therapy was ongoing prior to and at the time of death. No additional information is available.